Event description:
It was reported the impedance readings on all electrode pairs were >10,000 ohms. The stimulator had been dropped in sterile water prior to implant. The leads were inserted in a snap lid and tested. The results showed all impedance values were within normal range except for two electrode combinations that were around 5,000 ohms. No impedance values were over 10,000 ohms. The stimulator was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.